Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the atrial lead dislodged multiple times. The lead was removed and not replaced, as the patient did not need atrial pacing support. The patient was stable.